Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information d9: device - additional information. G3: date received by manufacturer- additional information h2: additional. Information/device evaluation h3: device evaluated by manufacturer - additional. Information availability. H6: adverse event problem component codes ¿ additional information.